Event description:
Smiths medical has informed us of an event that leakage through the cuff was found after an unknown amount of time in use. It is not known if the product was tested before use per the instructions for use. The tube was replaced with another new one. No adverse outcome reported. Event occurred in another country.